Manufacturer narrative:
During an internal review on (B)(6) 2024, noted a correction to the 3500a follow-up #1 as should have populated d4. Primary UDI number. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 19-jun-2024. It was confirmed that the patient did not have any neurological symptoms / stroke and there was no patient consequence. The device evaluation was completed 24-jun-2024. It was reported that a patient underwent an ablation procedure with a qdot micro and the physician considered that the amount of char was a risk of asymptomatic brain lesions. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Also, no char, thrombus/clot were observed on the tip of the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Then, a patency test was performed, and no irrigation issues were observed. The char, thrombus/clot issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The instruction for use (IFU) contain the following recommendations: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before radio frequency (rf) energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001615150

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro and the physician considered that the amount of char was a risk of asymptomatic brain lesions. Char was found to be attached on the proximal side of the tip electrode of the qdot micro catheter. Vector display shook in small increments and the display became unstable. After right pulmonary vein (rpv) ablation, the physician noticed char when the catheter was removed from the patient¿s body. At the first time of zeroing, zeroing was repeated but the issue was not improved. Char was wiped off and the procedure was continued. Zeroing was repeated but the issue was not improved. The catheter was replaced with another new one. The procedure was continued. There was no patient consequence reported. Qmode +setting at 90w 4sec. Target temperature 47. Heparin was used, heparin was added 5 cc for act 257. Re-examination was performed and found it to be 363. No problem changing over between low/high flow. Respiration setting on stability range: 2mm, stability time: 3s, force over time: 25%3s, and tag size.: 6mm. Pre/post setting time was pre2s and post4s. The temperature displayed by ngen or bull's eye before or without ablating was 38. The single indifferent electrode was used. Additional information was received on 26-may-2024. The system did not present any error messages nor did the physician/user see any product problem. The generator was set to temperature control mode. The patient was anticoagulated. As the act was 257, additional 5cc of heparin was administrated. When tested again, act was 363. No servicing need at this time for the pump. Additional information was received on 10-jun-2024. No issues related to the temperature and flow on the catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not consider that it was excessive. The physician considered that the amount was a risk of asymptomatic brain lesions. The correct catheter settings were set on the generator. The duration of the ablation was not greater than 60 seconds and the average contact force was not greater than 25 grams. Irrigation rate used was qmode:4-15ml/min, qmode+: 8ml/min. Color option used was impedance drop. The char issue was originally considered non-reportable, however, biosense webster, inc. Became aware that the physician considered that the amount was a risk of asymptomatic brain lesions on 10-jun-2024 and have reassessed the event as reportable. The awareness date for this record is 10-jun-2024.

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). The bwi product analysis lab received the device for evaluation on 17-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).